Event description:
The customer reported to customer service that when she unplugged her power supply for her breast pump from the wall the plastic broke apart and a screw fell out.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she stated the housing cap came off exposing inner electronics. The customer also confirmed there was no smoke, fire, flame or injury sustained as a result of the issue. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. However, the customer stated that the housing came apart, which is a safety risk. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height from 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.